Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "dose failure." The fault occurred during infusion at the facility. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the reported issue was a malfunction of the dose cord and there was no problem with the pump. The reported issue will be resolved by a replacement of the dose cord. No action was taken for the pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.